Event description:
The patient presented with a ruptured aneurysm in the midline anterior communicating artery. It was noted that a loop of the fifth coil protruded from the aneurysm following detachment. A further coil was placed without issue to complete the procedure. There was no acute ischemic complication due to the loop of the coil and both cerebral arteries were confirmed to be patient, so the loop was left protruding into the parental vessel. Aspirin was added to the treatment regime for stroke prophylaxis. A CT scan taken post procedure did not detect any ischemic lesion relating to the procedure. It was reported that post procedure, the patient's condition deteriorated due to "an infectious complication of the ventricular drainage that has progressed to a life-threatening septic state." Attempts made to establish if the sepsis relates to a pre-existing condition or to the procedure and the date of onset have been unsuccessful.

Manufacturer narrative:
Other for coil protrusion.